Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to low blood glucose level and also customer was passed out. Blood glucose level was 315 mg/dl. The customer was treated with food and carbohydrate. The customer was using the insulin pump within 48 hours of low blood glucose event. Based on customer report customer did allege insulin pump was over delivering. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information in narrative. The correct information has been provided with this report. (B)(4).

Event description:
The customer had low blood glucose of below 40 mg/dl. The customer did not use the auto mode feature..